Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and other non-malignant pain. The date of the event was unknown. It was reported the pump was no longer functioning but was still implanted. The reporter was not sure if there was medication in the pump. No symptoms were reported. Compatibility guidelines were requested for the magnetic resonance imaging (MRI). It was unknown if the procedure was due to a problem with the device or therapy. No further complications were reported.